Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery gauge was displayed incorrectly. Upon review of pump data in the t:connect logs, the pump battery gauge displayed as 5% when the actual battery charge was 23%. The battery charge ended with an ibc of 30% and an abc of 53%. After an hour, the battery charge raised to an ibc of 45% and an abc of 53% without being plugged into a power source. The customer's blood glucose level was not impacted. The customer confirmed that the pump would continue to be used for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.